Manufacturer narrative:
Additional information h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. A review of the pump event history log found evidence of battery depleted in the history. During functional testing, the reported problem was duplicated. The root cause of the reported issue was found to be a defective motor. Actions were taken to mitigate the reported issue: the motor was replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device gave battery depleted alarms. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.